Event description:
It was reported that "the doctor found the catheter tip damaged during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of dilator tip damaged was able to be confirmed by the photo. The photo reveals a damaged distal tip of the dilator; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found the catheter tip damaged during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.